Event description:
The distributor reported that the pump did not keep accurate time. The pump's clock reportedly lost a few minutes each successive day.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.